Event description:
A malfunction alarm was reported, with the specific code malf 9 experienced by the customer, causing their blood glucose to exceed safe levels. The exact blood glucose value was not provided, but it was described as "high." There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by changing their insulin delivery settings. Technical support assisted the customer in resetting the pump, and following the reset, the malfunction code did not recur, allowing the customer to continue using the pump without further issues. The customer was advised to contact technical support if the malfunction reappeared.